Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg for an extended period of time. As such, the patient lost stimulation and the ipg would no longer communicate with the charger. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 to explant and replace the ipg. The patient reportedly lost weight and as such, the pocket site was revised. Stimulation was restored following the procedure.

Event description:
Follow-up identified the patient did not forget to charge the ipg. Instead, the patient was having difficulty maintaining charge due to weight loss.